Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in clinic. The lead could not be reprogrammed without significantly impacting on device battery. The lead was explanted and replaced successfully. The patient was fine post procedure and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.